Event description:
The patient initially presented to discuss removing tooth #9 and placing an immediate implant. An icat scan (or cone beam) noted very good labial and palatal bone in the area of #9. The patient underwent removal of tooth #9. The surgery was done in a flapless manner. An osteotomy was prepared and a 6/5 15 mm length tapered 3i implant was delivered into the socket. Rhbmp-2/acs was packed into the gap space between the labial plate and the implant. Insertional torque at the time of implant placement was well over 50ncm. The implant maxed out on the torque value, and the surgeon hand-ratcheted the implant into position so that the final torque value was well over 50 ncm. At the time of implant placement, there was a healthy intact labial plate and the implant was "solid as a rock." The surgery was unremarkable and an impression was taken. At 5 days post-op the patient presented with some swelling in the labial aspect of the surgery site. It was felt that the swelling was within normal limits. Patient was given a refill prescription of clindamycin 300mg. At 9 days post-op the patient presented with significant swelling. No drainage was seen at this time. At 23 days post-op, the patient presented with swelling and/or infection in the #9 area. There was an intense inflammatory response which had occurred. Under local anesthesia, the implant was very easily removed, "there was hardly any resistance whatsoever to the removal of the implant." The area was curetted. There was no graft material placed at this time, as the surgeon was concerned with an infection,. There was complete loss of the labial plate and a significant deformity in the bone was noted. There was no pus and no odor, so cultures were not taken from the site. The surgeon noted "the patient had a root canal on #8, and I felt that possibly the site was infected by the adjacent tooth." No date was provided for the root canal.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.